Event description:
Baxter canada reports transfer sets in which the clamping device would not clamp, thus resulting in a leak. Reported incidents occurred approx 2-24 weeks following placement on catheter. No pt injury or medical intervention reported.